Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had low impedance and had switched to unipolar pacing/sensing polarity. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.